Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery leakage. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported on (B)(6) 2026 that the patient removed the battery cover of the dash personal diabetes manager (pdm) and observed moisture inside. It was suspected that the liquid might be battery leakage. The patient also reported the pdm was stuck on boot mode after a restart. A new pdm has been arranged to be delivered to the patient. Additional information was provided on 13 april 2026. The patient reported the pdm screen was cracked and the device was used in heavy rain, which then led to the pdm becoming non-functional. The patient was able to reset the device to power back on, but the touchscreen was non-functional.